Event description:
When contacted for further information, the physician reported that the patient had not contacted their clinic regarding any ¿rashes¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; (B)(4).

Event description:
It was reported the patient had a rash 'all over his back and buttock area.' The rash started in the buttock area, near the patient's 'crack.' There was concern that it was an allergic reaction to the stimulation system. The rash had started about a month prior to report. The patient had been seen by a physician and was being treated for a fungal infection with antibiotics but the patient's wife didn't feel like it was helping. It was reported the patient's white blood cell count was 'unremarkable.' The patient had no known metal allergies. The patient had his medications adjusted, but no new medications that were associated with the rash. No changes in stimulation were reported. The patient was going to see a dermatologist and a pain physician in the near future.

Manufacturer narrative:
(B)(4)

Event description:
It was noted the patient was itching all over.